Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the auto-test failed to complete. There was no reported patient/user involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported customer issue was verified and duplicated in the lab. Root cause was identified as file system performance with firmware.